Event description:
It was reported that the pulse generator could not be interrogated. The device was in backup vvi one year ago. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found telemetry anomalies due to a corruption in the pulse generator software. Review of the device software found multiple bits flipped. After downloading device software, normal telemetry was observed. The telemetry anomaly could be reproduced. The reason for the multiple bits flipped could not be determined. The multiple bits flipped did not cause backup vvi to occur, and the pacing performance was not affected.